Manufacturer narrative:
Philips service reconnected the cable and verified operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the battery indicator on the wireless footswitch did not light up on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.